Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a ventricular tachycardia ablation procedure, repeated back patch and left leg patch disconnect errors were encountered and the procedure was cancelled. There were no adverse consequences to the patient.